Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 manufacturer site. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: the product was returned to depuy synthes for evaluation and sent to the manufacturing site. Note: following investigation was performed by the supplier. Visual inspection of the returned device found that all available inspection points relevant to the characteristics that could potentially contribute to the reported nonconformity were analyzed. The dimensional characteristics examined were within the specified tolerances. A complete re-inspection of all features was not possible because the screw was not in a condition suitable for testing. No evidence of a deviation or error in the manufacturing process could be identified. Based on the available results, the reported non-conforming condition cannot be verified or confirmed a dimensional inspection was performed and met specifications. The overall complaint was not confirmed as the observed condition of the lockscr ã¸1.3 self-tap l9 tan would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device. Product code: 04.130.109s-15, lot number: 8010p74, it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 17 oct 2023. Manufacturing site: jabil grenchen. Expiry date: 01 oct 2033. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent surgery with va-hand 1.3 for proximal phalanx fractures of the little finger. The surgeon is a hand surgery specialist who has extensive experience in performing va-hand surgery. In this case, the surgeon claimed that when they fully tightened the locking screw in question, they did not feel that it locked as usual. The surgeon used a screw from another lot and completed the procedure without any problems. The surgery was completed successfully within thirty minutes of delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, h4. Corrected: g1. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.